Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter in two pieces. The balloon was loosely folded. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Inspection of the device revealed that the inner shaft is separated 126.8cm from the strain relief and the outer shaft and balloon is separated 131.3cm from the strain relief. The balloon has a 12mm longitudinal tear starting at the proximal balloon waist and ending with a complete circumferential burst 12mm from the proximal balloon waist. There are numerous shaft kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified anterior tibial artery (ata). A 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation using hand injection, the balloon ruptured. No patient complications were reported.